Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt received a transplant due to experiencing issues with hemolysis.

Manufacturer narrative:
The pt received a heart transplant. The explanted device was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.